Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a distributor reported via email that an ar-1588rt- 2j tightrope ii rt unraveled unexpectedly. This was discovered during an acl procedure on (B)(6) 2026, with no reported patient harm. Additional information was requested on 13-jan-2026. Additional information was received on 15-jan-2026: the failed implant was cut out of the patient, and the case was completed using another ar-1588rt- 2j tightrope ii rt. The procedure experienced a delay of approximately 25 minutes to reconstruct the graftlink construct. No additional anesthesia was required.